Event description:
A distributor emailed dmta and stated: "the doctor said he proceeded to place the access sheets with the introducer over the wire and the introducer punctured the ureter. Once the doctor recognized what took place, he had to place a stent and abandoned the case." The patient had the stent placed and was sent home.

Manufacturer narrative:
It was reported that during placement of the hoover access sheath, the physician realized that the introducer had punctured the patient's ureter. The physician placed a stent and discontinued the procedure. The patient was then sent home. The DHR review confirmed that the lot was manufactured without variances or deviations and met all quality specifications prior to release. The product was not returned and was not available for evaluation. Past complaints were reviewed, and this is the first reported complaint for a hoover product puncturing a patient's ureter. Based on the information collected from the initial complainant and the OEM, the injury may have been caused by excessive force and the patient's anatomy. The IFU identifies ureteral perforation as a potential adverse event, and the reported "tight ureter" may have been a contributing factor.